Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon opening the box for the product, the operating room staff noticed that there was a hole in the package. A new kit was opened to complete the procedure. The event date is unk. There was no pt involvement. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).